Manufacturer narrative:
The complaint notification associated with this device described that the user fell due to a lost bolt in the knee joint. No serious injuries were sustained as a result of the fall and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on july 24th, 2017. After evaluation we can confirm that the bolts in the upper posterior section of the knee joint were loose and were coming out of the bolt hole. An exact reason for the loosening of the bolt could not be determined. The hydraulic functions are given, the front frame is bend. According to the info provided the user is mobility grade 4. According to manufacturer's instruction for use (chapter 2.2 field of application) this knee joint 3r60 is recommended for users with mobility grades 2 and 3. The device was not used as intended: abnormal use. In this specific case the failure did not lead to a serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that the user fell due to a lost bolt in the knee joint. No serious injuries were sustained as a result of the fall and no medical treatment was required.